Event description:
It was reported by provider that the bearings were rusted, noisy and breaking on the tdxsr power chair. Bearings have never been replaced and provider was doing a routine service for the summer. Provider did not have a serial number, model tdxsr about 4 years.